Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving fentanyl (unknown concentration, dose - "middle dose") via an implantable pump for non-malignant pain. The patient stated they had a recent incident ((B)(6) 2018) where during the day, they used the ptm to deliver 4 boluses and it made no impact on the patient's pain. The patient then delivered a bolus at 8pm and "it was the biggest dose of narcotic in his life like had saved it all up". The patient stated that since then, things have been okay regarding their pain relief. The patient stated they had notified their manufacturer representative (rep) and their healthcare professional (hcp), but missed call backs from them. The patient indicated they had an appointment scheduled for (B)(6) 2018.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.